Manufacturer narrative:
As the stent remains implanted in the patient, there was no reported device issue, and the index procedure was approximately 4 months prior to the event, the device was not requested for return. A review of the device history record could not be performed as the lot number has not been provided. Bleeding is listed in the cobra pzf instructions for use as a labeled potential adverse event. Given the fact that there was no report of any device or procedure related complication during or after the procedure, the sponsor believes that the event is most likely related to patient's co-morbidities, trauma or blood thinner medications taken as per standard of care after percutaneous coronary intervention, and not related to the device." Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: celonova biosciences was initially made aware of this event on (B)(6) 2017; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management ((B)(6) 2018) that the event should be conservatively reported. (B)(4).

Event description:
Per the medical affairs' assessment: an (B)(6)-year-old male was enrolled in the (B)(6) registry and ((B)(6) 2016) implanted with 3x15 mm cobra pzf stent in the lad and 3.5x18 mm cobra pzf stent (vessel name was not specified). There is no report of any complications during the procedure. Approximately 2 months ((B)(6) 2016) after the procedure, the site reported a major bleeding event without specifying the location. The sponsor requested further documentation to assess the event with no response from the site.